Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with problem with the left side function. This condition was found in the ER. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during product evaluation. Service found the left side, pump 1, turned on properly, but the right side, pump 2, would not turn on. The right side did not function due to defective keys on a defective front panel. The cause could not be identified due to the device being returned unrepaired. There were no repairs performed to resolve the condition. Additional information: a service history review revealed no previous service events were related to the reported condition.